Manufacturer narrative:
Discrepant negative abo/reverse typing results for one patient sample. The root cause could not be determined, although it could not be excluded to equipment related, associated with the cims imaging system requiring cleaning. No general product failure was identified. No biased result was reported to the physician. No patient was harmed. Email address for contact office above is (B)(6). Mxp# (B)(4), qerts# (B)(4).

Event description:
A customer complained after obtaining what was described as discrepant negative antigen typing results for a patient sample using the ortho mts system in conjunction with their ortho vision ID-mts analyser. Complainant/complaint reporter: (B)(6), medical technologist. Date of event: (B)(6) 2021. Reported on: (B)(6) 2021 by (B)(6) to the orthocare helpdesk. Software version: (B)(4). Reagents: mts abd/reverse gel card lot 031121037-06. Patient information: pregnant female with known auto antibody. The customer reported that, on (B)(6)y 2021, they had tested a patient sample for abd/reverse antigen typing in conjunction with their ortho vision ID-mts analyser and that they had obtained a negative reaction in the control well. The customer stated that they were expecting a positive result in the control well due to the patient having a known auto antibody. Upon manual review, the customer stated that the result appeared to be a weak positive/1+ result in the control well. The customer reported that they repeated testing on the same day using the same mts gel card lot and analyser, and that they had obtained a '?/ind' (indeterminate) result in the control well. The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a consequence of the reported event.